Event description:
In 2005, patient underwent aaa repair to place one renu converter device and one iliac leg graft. The device did not land well. The patient anatomy was curved, and had calcium at the neck right below the renals. The device pushed the plaque through the wall and ruptured the artery. The patient's blood pressure dropped. Physician opened patient and repaired the problem, but when he released the clamp, the pt's body couldn't handle the change in blood pressure. Patient expired.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the rupture of the vessel was caused by advancement of the device.